Manufacturer narrative:
Date of event: exact date unknown, event occurred couple months from the date the manufacturer was made aware.

Event description:
It was reported that the ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.